Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 03-mar-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25304.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12-jan-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 51 year female patient presented with chest pain (chest swelling), chest cellulitis, sternal osteomyelitis. Return product is available for investigation. Method date tested results (sec) sample positive/negative I-stat (B)(6) 2026 15:24 >1000 a positive beckman (B)(6) 2026 15:42 4 a negative I-stat (B)(6) 2026 17:22 >1000 b positive beckman (B)(6) 2026 17:45 3 b negative positive cut-off value for I-stat troponin test: 13 positive cut-off value for comparative instrument: equal to and less than 12 there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).